Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Pt needed a bowl resection what surgical procedure was performed? Resection of bowl did the patient receive any preoperative chemotherapy or radiation? Not discussed what color reloads were used and what was the sequence of the firings? Blue load - sequence not discussed or mention. What anatomical structures was the device fired on? Not clarified were other stapling or suturing devices used when creating the anastomosis? Not discussed how was the common opening closed? With a tlc 75 were there any issues experienced with the device in the initial surgical procedure? Not mentioned was the device difficult to assemble/close? No rep was in room was the device difficult to fire; was the force to fire higher than expected? Not discussed how was the integrity of the anastomosis checked intraoperatively? Not discussed how was the leak identified? Not discussed were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Not reported what was done in the reoperation? Not discusses if an ostomy was created, is it temporary or permanent? Not discussed what is the current status of the patient? Not discussed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient was operated on 6/1, the surgeon had to do the revision on 6/6 for the bowel resection procedure. The common channel leaked on the edges using the tlc75. He used the blue load.